Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. Additionally, occlusion alarms occurred. Reportedly, the customer was using lumjev insulin with the pump and had been using the same cartridge and infusion set for more than 3 days. Tandem customer technical support informed customer that lumjev insulin is off label per the user guide and the cartridge is only labeled for use for up to 72 hours. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.